Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with low total laparoscopic hysterectomy and bilateral salpingooophorectomy on (B)(6) 2011 due to menorrhagia, uterine fibroids, sui and a mesh was implanted. It was reported that patient experienced pain, erosion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, vaginal scaring. It was reported that the product was removed on about (B)(6) 2012 due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/01/2016.